Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that therapy delivery test failed. There was no patient involvement. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was due to defective therapy capacitor. The issue was resolved after defective therapy capacitor is replaced and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.